Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the tip of the catheter came off during a uterine fibroid embolization. The interventionalist was able to retrieve the tip from the patient using a snare with no further complications.

Manufacturer narrative:
The suspect device did not return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.